Manufacturer narrative:
Additional information received on 12/16/2018 indicated the patient underwent bilateral removal and replacement with mentor memorygel breast implant 335cc, catalog number shpx335, serial number (B)(4) (r) and mentor memorygel breast implant 355cc, catalog number shpx355, serial (B)(4) (l). On 12/26/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round high profile 310cc, catalog number 3503310, serial number (B)(4), lot number 6723380 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 330cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during exam. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Orange, red, white and yellow material was observed within the device and on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.7 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage nor the etiology of the orange, red, white and yellow material found on the device. A manufacturing record evaluation (mre) of lot number 6775769 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).